Manufacturer narrative:
Investigation summary no photos or samples were received by our quality team for evaluation. During the device history review, it was observed that during production, four pieces of topweb (catalog 305761) and two pieces of topweb (catalog 305761) was pasted. Regarding the two pieces of topweb (catalog 305761) nonconformance, the production technician was interviewed and confirmed that the correct topweb (catalog 305759) was used. The discrepancy was due to an incorrect method of topweb collection. A project has been initiated to address this nonconformance, specifically how the production technician did not verify the top web information during inspection, the lack of detection of the top web by the vision system, and the lack of a designated area for return top web material. CAPA 2835276 has been initiated.

Event description:
It was reported that the box of bd eclipse¿ needles were 5/8" instead of 1" in length. The following information was provided by the initial reporter: "as per account, we got a box of 25g x 1" needles but they are all 5/8" needles."

Manufacturer narrative:
The following information has been corrected/updated: b.5. Describe event or problem: it was reported that the box of bd eclipse¿ needle 25 g x 5/8 in. Were received in a box labelled as 1 inch. The following information was provided by the initial reporter: "as per account, we got a box of 25g x 1" needles but they are all 5/8" needles.". D.1. Medical device brand name: bd eclipse¿ needle 25 g x 5/8 in. D.4. Medical device catalog #: 305759. D.4. Medical device lot #: 0115011. D.4. Medical device expiration date: 2025-04-30. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA/510(k)#: k161170. H.4. Device manufacture date: 2020-04-24.

Event description:
It was reported that the box of bd eclipse¿ needle 25 g x 5/8 in. Were received in a box labelled as 1 inch. The following information was provided by the initial reporter: "as per account, we got a box of 25g x 1" needles but they are all 5/8" needles.".

Event description:
It was reported that the box of bd eclipse¿ needles were 5/8" instead of 1" in length. The following information was provided by the initial reporter: "as per account, we got a box of 25g x 1" needles but they are all 5/8" needles."

Manufacturer narrative:
The reported lot# 0115011 was not found for the reported catalog# 305761. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.